Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address presence of fluid collection found on mars MRI in soft tissues surrounding joint. Ion levels not grossly elevated, patient did not complain of pain. Cup was in good position on xray. Revision showed cup to have only small amount of fibrous ingrowth, no bony attachment, seemingly stable, but was removed easily with use of cup removal osteotomes. No bone loss and cup was revised to traditional cup with poly and ceramic ts head.